Event description:
Beginning the transition to enfit supplies, it was noticed that the enfit neoconnect low dose syringes do not measure the same amount of medicine as the baxter low dose oral syringes that I have used successfully for 18 years. This is regardless of medication collecting in the 'moat' area of the enfit fitting. That can easily be removed before administering. Upon comparing the contents of the 2.5 ml of medication drawn into a baxter 3 ml oral syringe and 2.5 ml of the same medication drawn into a neoconnect low dose enfit syringe, there was a difference of 0.5 ml. This is dangerous as the medication being drawn is a cardiac drug. I am at a loss as what to do as far as administering the correct dosage that the patient has been prescribed from an enfit syringe. I understand the danger of misconnections, but there is a great risk to patients on an everyday basis of the inaccurate dosing of critical medications in enfit syringes.